Manufacturer narrative:
Additional information was received showing the time of the event was 09:50 on (B)(6). The ics clinical logs were reviewed and showed an audio pause on (B)(6) at 9:51 at the ics. "(B)(6) 09:51:02 sc3000: [notice:x0500c8] audio paused for bed: 519-r" this indicates that the user was interacting with the ics and that they were silencing alarms for the cited bed immediately following the event. The device was tested on site with no problem found and alarmed accordingly. There is no indication our device malfunctioned or played a factor in this patient event.

Event description:
The customer reported that a patient withdrew the oxygen line in the mobilization phase. This resulted in a life-threatening saturation decline. According to the early service, no spo2 alarm was triggered at the central station. At this time there was no doctor / nurse in the room. Patient injury was noted but no details were provided.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that a patient withdrew the oxygen line in the mobilization phase. This resulted in a life-threatening saturation decline. According to the early service, no spo2 alarm was triggered at the central station. At this time there was no doctor / nurse in the room. Patient injury was noted but no details were provided.